Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; that during the surgery on (B)(6) 2013 the patient underwent mandibular osteotomy to install an alveolar distractor. During the procedure the distractor was reviewed for free (unforced) movement. The specialist waited the 7-day latency time and started distraction. On the 5th day of distraction, the distractor broke down, distraction was interrupted, 8 days were left to pass for review and purulent material was observed; the infection was treated and the distractor was changed. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an implant. (B)(4). The device has been received and is currently in the evaluation process. A review of device history records was not performed the lot number was not provided. Placeholder.

Manufacturer narrative:
According to the product development evaluation the lead screw of the distractor was received broken. The investigation found that the alveolar distractor broke according to a ductile forced fracture mechanism. The performed investigation could not detect any material faults. Neither a manufacturing related nor a design related failure could be detected. The distractor is manufactured from raw material complying with or exceeding the requirements of the international standard and of the ao specification